Manufacturer narrative:
This is a follow up to emdr # 9617229-2021-07130. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late, unspecified infection.

Event description:
Patient reported implant is "very loose." Healthcare professional additionally reported bilateral exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture baker grade unknown. Patient later reported "capsular contracture grade iii", "deformed", "pain", "firm". Patient later reported: "have had fluid build up around the breast, have not felt well, have had complications" and "infection". This record is for the left side. Device has been explanted and replaced.